Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 4. Reference MFR report#1627487-2015-08453, reference MFR report#1627487-2015-08454, reference MFR report#1627487-2015-08455. It was reported the patient has an exposed extension in her back as well as the right supra orbital lead. Reportedly, surgical intervention was undertaken on (B)(6) 2014 during which time the extensions were explanted and replaced to a new site. Furthermore, the supra orbital lead was repositioned during the same procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report#1627487-2015-08453. Reference MFR report#1627487-2015-08454. Reference MFR report#1627487-2015-08455. Follow-up revealed the erosion is resolved and the patient is doing well.